Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 21-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident. A technical support specialist (tss) contacted customer and got confirmed to close the case. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the date and time on the device was incorrect by 12 days, 7 hours, and 41 minutes. This time discrepancy prevented the device from syncing with the server, and as a result, new patients and orders did not appear on this profiled device. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.